Event description:
Kelyniam received a report from a distributor / sales rep that a previously implanted medical device was to be removed because the pt developed an infection. Kelyniam manufactures custom implants based on the order of a physician and according to a CT provided by the surgeon. The design of the implant is provided to the surgeon for design verification before the implant is actually produced. If the design is acceptable the surgeon signs the case order form. Kelyniam received a report that a patient that was implanted in (B)(6) of 2023 had developed an infection. A new duplicate implant was requested. An internal investigation was initiated. The investigation indicated that the design, as approved by the surgeon was accurate. This type of implant is a custom device sold as non-sterile and is specific to a single patient on the order of a single surgeon. Kelyniam has attempted to contact the surgeon and will continue to do so. If any relevant information is obtained this report will be amended.